Event description:
It was reported that approx two and a half years post filter implant, a filter limb detached from the filter and migrated to the pt's right ventricle. No other info is available at this time.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter was not returned to the MFR. Therefore, a device eval could not be performed. The investigation is currently underway.